Event description:
The pump was received with no information.

Manufacturer narrative:
Analysis of the pump revealed a high battery resistance. Drugs per the pump logs were clonidine and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8598a, serial #: (B)(4), implanted: 2008-(B)(6), explanted: unk; catheter model: 8703w, lot #: l75456, impla nted: 2000-(B)(6), explanted: unk.